Event description:
A report of fever and redness at the pocket site was received. The decision was made to explant the patient's precision system. It was determined that there was not an infection, but the pt was treated with antibiotics.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.